Event description:
It was reported that during laser-assisted in situ keratomileusis (lasik) surgery, the patient attained a large corneal abrasion while inserting the suction ring on the right eye. The planned treatment was converted to a bilateral photorefractive keratectomy (prk). The surgery was then successfully completed in both eyes. No additional information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown; requested but at the time of this report they have not been provided. (B)(4). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No device failure was identified. The documentation/label review defines potential complications and adverse events associated with this type of surgery. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.